Event description:
The customer reported that the iris pot failed. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the part needed to replace the system. He performed a collimator calibration procedure per service instructions. The machine works as intended.